Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026, and barbed suture was used. It was reported by the sales rep that the stratafix spiral pds broke when suturing the dvc stitch 6/17/26. The procedure was completed with a vloc stitch. No patient harm to my knowledge.

Manufacturer narrative:
(B)(4). Date sent: 7/6/2026 an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.